Manufacturer narrative:
Additional suspect medical device components involved in the event: product family dbs-linear leads, upn m365db2202450, model db-2202-45, serial (B)(4), batch 7072941.

Event description:
It was reported that the patient experienced skin erosion of the leads connector block, and one of the two leads broke through the skin, however it is not known which one. The patient underwent a revision procedure and the physician removed the scab and all skin around lead-extension connection. The surgeon then lifted the connection and drilled a trough into the skull to bury the connection deeper. The patient was doing well post operatively.